Event description:
It was reported that "jamshidi and got lodged in the tissue above the iliac crest." Verbatim: srg-vh-tjc4011-sample slid out of the jamshidi and got lodged in the tissue above the iliac crest. Required physician to cut tissue and remove with forceps.

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.